Event description:
It was reported that the insulin gauge was inaccurate. The pump was replaced to resolve the issue, and the customer will continue to use current pump for insulin therapy until the replacement pump arrives. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.